Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. The device was being used with a compatiable, non-dehp IV administration set. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted. When using compatible, non-dehp IV administration sets in spectrum pumps, the spectrum operators manual warns the user of the performance limitations which must be observed.